Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0224628814 implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 14-jun-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient experienced increased spasticity in their legs and itching for a week. The pump was recently refilled. Clinical examination showed increased tonus in their lower limbs, wound abdominally was fine. On pump readout, they did not notice any alarms. Xray of the pump progression showed no disconnection. On attempted side-port aspiration, they were unable to obtain cerebrospinal fluid csf. A catheter obstruction was suspected and a revision was performed (B)(6) 2024.